Event description:
Pt was undergoing a turp with pvp greenlight laser. After the vaporization, it was noted that a small piece of the tip of the laser fiber broke off when the obstruciton was relieved. This embedded superficially in the prostate tissue. The iglesias resectoscope was used to resect the prostate removing tissue which had the small piece of the laser fiber within it. Post op the pt was admitted then discharged to home with a foley in place. Three days later, the pt was found to be hypotensive by the home health nurse and still displaying bloody urine. 911 was called and the pt was admitted.